Manufacturer narrative:
Please refer to update statement dated (B)(4) 2018. No further follow-up is planned. Evaluation summary: the husband of a female patient reported that her humapen ergo ii device does not release insulin easily and that the patient "put it in the fridge." The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (1206d10, manufactured june 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. A complaint history review of the batch did not identify any atypical findings with respect to device not working issues. There is evidence of improper storage. The patient stored the device in the refrigerator while in use. It is unlikely that this is relevant to the complaint that the device does not release insulin easily or the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history included hyper activity in the thyroid gland. Concomitant medication included eltroxin (levothyroxine) for the treatment of hyper activity in the thyroid gland. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) via cartridge at a dose of 50+25 iu twice daily, subcutaneously, via a reusable humapen ergo ii pen, for the treatment of diabetes mellitus, beginning on an unknown date. Approximately since 2014, while on treatment with human insulin isophane suspension 70%/human insulin 30%, she had celiac disease. Since an unknown date, the hp ergo ii was not working further noted that the device did not release insulin easily ((B)(4), lot no. 1206d01). It was noted that she put the device in the fridge. On (B)(6) 2018, due to inefficacy of human insulin isophane suspension 70%/human insulin 30% (pc unknown, lot no. Unknown), her blood glucose level was more than 500 mg/dl (no reference values were provided). On an unknown date in (B)(6) 2018, the patient was hospitalized due to high blood glucose. On an unknown date in (B)(6) 2018, while "hospitalization" her hemoglobin dropped to 3 g/dl and she also experienced jaundice (safra) as well as breakdown of blood cells (as reported). On an unspecified date, she had high fever (no values were provided), she was unrelieved with continuous high fever for three or four days and not any medications were successful to lower it. She had yellowish color. She was admitted to the hospital for this reason. Since then the blood glucose level was 500mg/dl or more. The breakdown of the rbcs was the main reason of the jaundice. The jaundice level was 1.2 md/dl and as of (B)(6) 2018 she did not suffer any more from jaundice, while at first it reached 3 or 4 mg/dl. Information regarding corrective treatment and outcome of event celiac disease was not provided. Outcome of the remaining events were resolved. The status of human insulin isophane suspension 70%/human insulin 30% therapy was not provided. The operator of humapen ergo ii was unknown and his/her training status was not provided. The general humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were unknown. The suspect device, which was manufactured in jun 2012, was not returned to the manufacturer. The reporting consumer did not provide the relatedness of event celiac disease with human insulin isophane suspension 70%/human insulin 30% and humapen ergo ii, and did not know if the remaining events were related to human insulin isophane suspension 70%/human insulin 30% and humapen ergo ii. Update (B)(6) 2018: information received on (B)(6) 2018 and (B)(6) 2018 was processed at the same time. Added: non serious event of celiac disease. Updated the event jaundice from non serious to serious due to hospitalization. Updated treatment received of event jaundice from unknown to yes. Updated narrative and causality statement with new information. Update (B)(4) 2018: information regarding the product complaint (pc) of hp ergo ii was received on (B)(4) 2018. Updated narrative with pc information of the device. No medically significant information was received. No other changes were made to the case. Update (B)(4) 2018: additional information received on (B)(4) 2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1206d01 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 09jan2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: the husband of a female patient reported that her humapen ergo ii device does not release insulin easily and that the patient "put it in the fridge." The patient experienced increased blood glucose levels. The investigation of the returned device (batch 1206d10, manufactured june 2012) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper storage. The patient stored the device in the refrigerator while in use. It is unlikely that this is relevant to the complaint that the device does not release insulin easily or the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 32-year-old female patient of unknown origin. Medical history included hyper activity in the thyroid gland. Concomitant medication included eltroxin (levothyroxine) for the treatment of hyper activity in the thyroid gland. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) via cartridge at a dose of 50+25 iu twice daily, subcutaneously, via a reusable humapen ergo ii pen, for the treatment of diabetes mellitus, beginning on an unknown date. Approximately since 2014, while on treatment with human insulin isophane suspension 70%/human insulin 30%, she had celiac disease. Since an unknown date, the hp ergo ii was not working further noted that the device did not release insulin easily (B)(4). Lot no. 1206d01). It was noted that she put the device in the fridge. On 02-oct-2018, due to inefficacy of human insulin isophane suspension 70%/human insulin 30% (pc unknown, lot no. Unknown), her blood glucose level was more than 500 mg/dl (no reference values were provided). On an unknown date in oct-2018, the patient was hospitalized due to high blood glucose. On an unknown date in oct-2018, while hospitalization her hemoglobin dropped to 3 g/dl and she also experienced jaundice (safra) as well as breakdown of blood cells (as reported). On an unspecified date, she had high fever (no values were provided), she was unrelieved with continuous high fever for three or four days and not any medications were successful to lower it. She had yellowish color. She was admitted to the hospital for this reason, since then the blood glucose level was 500mg/dl or more. The breakdown of the rbcs was the main reason of the jaundice. The jaundice level was 1.2 md/dl and as of (B)(6) 2018 she did not suffer anymore from jaundice, while at first it reached 3 or 4 mg/dl. Information regarding corrective treatment and outcome of event celiac disease was not provided. Outcome of the remaining events were resolved. The status of human insulin isophane suspension 70%/human insulin 30% therapy was not provided. The operator of humapen ergo ii was unknown and his/her training status was not provided. The general humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were unknown. The suspect device, which was manufactured in jun 2012, was returned to the manufacturer on 29nov2018. The reporting consumer did not provide the relatedness of event celiac disease with human insulin isophane suspension 70%/human insulin 30% and humapen ergo ii, and did not know if the remaining events were related to human insulin isophane suspension 70%/human insulin 30% and humapen ergo ii. Update 07-nov-2018: information received on 03-nov-2018 and 05-nov-2018 was processed at the same time. Added: non serious event of celiac disease. Updated the event jaundice from non serious to serious due to hospitalization. Updated treatment received of event jaundice from unknown to yes. Updated narrative and causality statement with new information. Update 21-nov-2018: information regarding the product complaint (pc) of hp ergo ii was received on 18-nov-2018. Updated narrative with pc information of the device. No medically significant information was received. No other changes were made to the case. Update 21nov2018: additional information received on 20nov2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1206d01 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 09jan2019: additional information received on 08jan2019 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date returned to manufacturer for the suspect device relating to (B)(4). Associated with lot 1206d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.